Event description:
A biomedical technical reported that a user discovered the saline bag filling during recirculation mode and the device alarmed for fill program. There was no patient involvement. On site technician replaced valve 69 and the air separator. Since the repair the system was placed back in use without further issue.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation. Related MDR: 2937457-2014-00212.